Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Not available.

Event description:
It was reported that the patient was revised for a femoral fracture around the stem. The primary operation date was unknown.